Manufacturer narrative:
E1 initial reporter number: (B)(6).

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). Physician predilated the lesion using a 2.75 x 15mm non-bsc balloon catheter. Then, a 3.50 x 20 mm promus elite mr drug-eluting stent was advanced and deployed in the lesion. A proximal edge dissection was noted and another of the same device was implanted to complete the procedure. Patient was stable.

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). Physician predilated the lesion using a 2.75 x 15mm non-bsc balloon catheter. Then, a 3.50 x 20 mm promus elite mr drug-eluting stent was advanced and deployed in the lesion. A proximal edge dissection was noted and another of the same device was implanted to complete the procedure. Patient was stable.

Manufacturer narrative:
E1 initial reporter number: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. The device was not returned for analysis; the allegation cannot be confirmed. This promus elite ous mr 20mmx3.50mm drug-eluting stent was advanced and deployed in the stenosed rca lesion. A proximal edge dissection was noted and another of the same device was implanted to complete the procedure. As per the promus elite IFU, vessel injury such as dissection is a known adverse event associated with device use.